Event description:
An abraded opening was noted on the outer silicone tubing. The outer silicone tubing has what appear to be internal abrasions. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified outer tubing openings (for outer tubing fluid ingress) and the cut ends of the returned lead portion (for inner tubing fluid ingress). A coil break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break locations. However, due to pitting, mechanical distortion (smoothed surfaces) and or surface contamination the fracture mechanism cannot be ascertained. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Patient underwent lead revision surgery on (B)(6) 2016. Per the surgeon, when he removed old electrodes from vagus nerve, he found that the anchor and positive electrodes had come disconnected from nerve and were balled up. He removed electrodes and placed new lead. Then a system diagnostic was ran and impedance was okay (1280 ohms). Based on the information that the electrodes were disconnected from the nerve, possible lead manipulation is suspected. The explanted lead has not been received to date.

Event description:
The lead was received on 11/30/2016. It was replaced due to lead discontinuity. Analysis is underway but has not been completed to date.

Event description:
During a generator replacement surgery, high impedance was observed on system diagnostic test when the existing lead was connected with the new generator. The surgeon tried unscrewing and re-inserting lead pin but still high impedance was present. There was no x-ray available per the surgeon. Since the surgeon didn't receive consent for a lead revision before surgery, he decided to leave the new generator in with the old lead and schedule for lead revision later. The explanted generator was not interrogated and, so it is unknown if high impedance was observed with the previous generator. The surgeon checked notes from the neurologist to see if there was any indication of high impedance and couldn't find any. Additional information was received that the test resistor wasn't used on the new generator. However, high impedance was confirmed on both old generator and new generator. The surgeon kept the old generator in the sterile field after they connected new generator. Once they found high impedance, they reconnected old device to see if it was also showing high impedance and confirmed it. No known surgical interventions have occurred to date to replace the lead.